Event description:
The accounts maintenance stated that the head section would not go down even when using the CPR function.

Manufacturer narrative:
Technical support instructed the account to replace the CPR valve. The account has not completed repairs.